Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter failed error was reported. No product or data was provided for investigation. The complaint confirmation of the reported transmitter failed error could not be determined. A root cause could not be determined.